Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to feeling sick. The patient had developed an infection. The system was explanted and replaced. There were no complications during the procedure and the patient's condition post procedure was stable.